Event description:
There was no patient use associated with the event. The device was returned to physio-control because the customer had expressed concern about the reliability of the device and requested a replacement. When the device was evaluated by physio-control, a component failure was found that could cause a failure of the device to function properly and deliver defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control found that the device illuminated the service indicator and had logged an event code in the memory. The device functioned properly during a performance and functional testing and the event code was not duplicated. However, further manufacturer analysis of the issue determined the likely cause of the reported event to be due to a failure of an ic chip, designator u17, on the main pcb assembly. A replacement device was provided to the customer.